Event description:
It was reported that bd nexiva 20ga 1.25in leaked at the time of catheter insertion, when nursing staff pulled the stylet out and notice blood splashing at the septum. The leaking is occurring at the hub where the needle is extracted. Attached the photograph of same.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.